Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted due to premature battery depletion. The patient was fine before, during, and after the procedure.

Event description:
New information notes that the device was not explanted due to the advisory or premature battery depletion. The device was explanted due to normal eri/eol.